Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose level was 50 mg/dl at the time of the incident. The customer also reported that there was a crack on the insulin pump button or rubber ring segment. The customer was assisted in troubleshooting for low blood glucose. The customer was not alleging that the insulin pump was over delivering. She was treated with food. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with cracked keypad overlay. (B)(4).